Event description:
It was reported that the left ventricular (lv) lead pulled back to the right atrium. It was explanted and replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on the tip electrode, the distal conductor and the proximal conductor (both not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. Apparent explant damage was noted.